Event description:
A dreamstation auto CPAP w/hum/ht/cell,dom device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device and found scratches on the upper enclosure, damage buttons on the upper enclosure, and evidence of foam particles inside the blower kit. The field service engineer replaced specific components, restoring the device to full functionality. No further investigations can be conducted at this time. If additional information is received, a follow-up report will be submitted.